Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The device was inserted so that the patient could receive antibiotics in the hospital. When nurse attempted to replace next dose, the PICC leaked when flushed with saline. On close inspection, there was a slight separation between the clear tubing and he purple hub. PICC removed and replaced. No additional adverse effect to the patient were reported due to this occurrence.